Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device had logged multiple event codes and when delivering defibrillation energy, the device indicates "abnormal energy delivered".  With the reported issue, there could be an insufficient amount of defibrillation energy being delivered to a patient.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue.  The third party service agent had determined that they needed to replace the therapy pcb assembly; however after repeated unsuccessful contact attempts to receive further details of the device repair, it is unknown if a replacement therapy pcb assembly has resolved the reported issue. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.